Event description:
Five or six days after insertion, the connection between the dtx sensor and zero stopcock separated. There was no harm to the pt.

Manufacturer narrative:
H3: one used unit was received on 17 sept 2007 and sent for investigation. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain add'l information regarding this incident. Date submitted: 24 sept 2007.